Event description:
It was reported that the patients' knee began to swell and was experiencing pain.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown pca insert l1. An evaluation of the device cannot be performed as the device was sent to pathology lab by the doctor and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.